Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off necrosis pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed in the cyst. The second flange was then deployed in the working channel. However, the physician could no longer get the stent out of the working channel. The physician removed the stent together with the scope, and the procedure was completed using another axios device there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed, and the inner sheath was detached and kinked. Media inspection was performed, and it was observed that the stent was deployed outside from the patient's anatomy. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported events of stent first flange difficult to position and device entrapment of device or device component as these events occurred during the procedure. Taking all available information into consideration, the investigation concluded that the observed problems of inner sheath kinked and detached were likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician which could have resulted in the damages noted in the device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off necrosis pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed in the cyst. The second flange was then deployed in the working channel. However, the physician could no longer get the stent out of the working channel. The physician removed the stent together with the scope, and the procedure was completed using another axios device there were no patient complications reported as a result of this event.